Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located in the balloon mid- section. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. 3 blades were present on the balloon surface however the following blade damage was noted on one blade: approximately 1mm of blade segment was missing from the proximal end of the distal blade segment. The blade pad was intact on the balloon surface. A visual and tactile examination found multiple hypotube kinks present. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.